Manufacturer narrative:
Findings: report was confirmed by eval. Small cracks were identified in the bottom of the oil reservoir of the lubricant diffuser cartridge that allowed oil to leak out under pressure. The wall thickness of the oil reservoir for these affected diffusers were measured per established qc method and found to be below minimum specification of 0.085". This decreased thickness allows the cartridge to crack when pressurized, causing the oil from the lubricant cartridge to be atomized as visible mist or smoke . This may result in the potential for increased risk of infection if oil mist enters the sterile field, comes in contact with the pt wound site, and is left untreated. Labeling is provided in the legend pneumatic system IFU on page 4 instructing as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the pt from infection, per physician's discretion." Oil may also cause a slip hazard if oil collects on the floor of the operating room. No pt or user injuries occurred in this event.

Event description:
Lubricant/diffuser cartridge cracked "emitting a fairly large cloud of smoke." A few of the operating staff reported coughing in response to the smoke. An incident report will be created by the hospital. Procedure was a craniotomy. The diffuser was replaced and the procedure was continued. On follow-up, it was reported that the mist settled within 1 meter of the pt operation site. Hosp administered add'l antibiotics. Some delay occurred due to clean up of oil from the floor of the operating room.